Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case concerns an (B)(6) female patient who initiated treatment with synvisc one and experienced pain, swelling and had aspirated clear fluid. No medical history, past drugs, concomitant medications or concurrent conditions were reported. On an unspecified date in (B)(6) 2015 (wednesday in (B)(6)), the patient initiated treatment with intra-articular synvisc one injection (dose, lot/batch number, expiration date and indication not provided) into an unspecified knee. On an unspecified date in (B)(6) 2015 (over the weekend), the patient experienced pain and swelling. The doctor saw her on the following monday, aspirated clear fluid and administered a steroid injection. It was reported that the patient had no sequelae thereafter. Outcome: recovered/resolved for all events. A pharmaceutical technical complaint (ptc) was initiated and the result was pending. Seriousness criteria: required intervention (all the sanofi us).

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this is an initial case concerning a (B)(6) female patient who received synvisc one injection and had pain and swelling. Based upon the information provided the causal role of product in the occurrence of the events cannot be denied, however, further information regarding the patient's clinical presentation, underlying condition for which synvisc one was used and risk factors is required to make comprehensive case assessment.